Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of only one infusion set left and was needing to change set. Customer had high blood glucose of 500 mg/dl. Customer was nauseous. Customer was advised that emergency supplies would be sent.